Event description:
It is reported that in 2001 pt underwent left total hip replacement. Post op, four days later, x-rays revealed dislocation of acetabular liner. As a result, in 09/2001, the hip was revised where the acetabular shell and liner and the femoral head were all removed and replaced.